Event description:
It was reported that when the promus stent system was removed from the sterile packaging, the physician found a foreign material on the stent. The device was not used and there was no patient involvement. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the shaft, balloon, and on the stent implant, and contrast in the inflation lumen. This is consistent with preparation, handling, and suggests use inside the body, which is contrary to the reported information that the device was not used. The stent implant was stationary on the tightly folded balloon between the markers. There was a strand of greenish substance on the mangled distal struts, thus confirming the reported foreign material. The chemical analysis revealed that the green contaminate contained a type of teflon. In this instance, the contaminate looks similar to teflon from a guide wire. Since there was evidence suggesting the stent delivery system (sds) was prepared and advanced inside the body, it is possible that the teflon found wrapped up in the damaged struts occurred during interaction with a guide wire; however, a conclusive cause cannot be determined. Further, the guide wire exit notch was noted to be stretched, which may be the result of an interaction with a guide wire, as this type of mechanical damage can occur if an attempt is made to pull the sds in an opposite direction as the guide wire. Additionally, there were mangled distal struts on the stent implant. This type of damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the product or as a result of packing, handling, and return to abbott vascular. Since this damage was not reported or observed to the sds or stent implant, this suggests that a product deficiency did not contribute to the noted damage. In this case, due to the conflicting information received with the reported event and the analysis of the returned product, a definitive cause of the contamination found on the stent and the subsequent damage noted, could not be determined. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to the reported event and there have been no related incidents reported for this lot. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.